Event description:
On (B)(6) 2022, 1130 xi permanent cautery hook; 1/10 lives remain on the instrument. A wire popped out of tip hinge. This robotic instrument will be sent back to intuitive for reimbursement. FDA safety report ID# (B)(4).